Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited no image on the screen. The issue occurred during unpacking. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure the scope light comes on but no image on the screen is due to electrical/electronic component problem identified the performance of an electrical or electronic component was found to be inadequate. The most probable cause of this complaint is traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.